Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unk age and origin. The pt was taking an unspecified medication for treatment of an unknown indication. In 2008, the humapen burgundy/clear pen body (lot 0603a04) with a clear cartridge holder attached was reported to have one tab broken on the device and the pen was falling apart during use. This humapen ergo, burgundy/clear pen body with a clear cartridge holder attached is associated with 667968. The operator of the device was unk and it was unk if the operator of the device was trained. It was unk how long the pt had used this device model. The device was returned to the company about 5 days later. Initial examination found two broken engagement tabs. It was unk it this humapen ergo burgundy/clear pen body with clear cartridge holder attached was continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.